Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of incident was 600 mg/dl. The other blood glucose value was 131 and over 400 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with bolus. Customer doesn't want to continue troubleshooting since the insulin was already working. Insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.